Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/30/2020. H3 evaluation: a detached needle and a suture piece of product was received for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected; the suture piece was examined, and the end isn't broken, it's cut appears to be by use of surgical instrument. Due to the condition of the sample the functional test couldn't be performed. The manufacturing records could not be reviewed as the batch number is unknown. Per the condition of the sample, the assignable cause of the performance - breakage suture was an improper handling by an external cause.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a knee replacement surgery on an unknown date and a barbed suture was used for capsule closure. During the procedure, the suture was torn. It was opined by the nurse that the physician had probably tightened the suture with a great force. The procedure was completed with a different suture. There were no adverse patient consequences and there was no significant delay in the surgery. No additional information was provided.